Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by cts, and the issue was resolved with the successful start of a sensor session.